Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon review, their right ventricular lead exhibited lead noise. Programming changes were made. No other electrical anomalies were noted. The possibility of a lead revision was discussed but was ultimately declined. The patient was stable.